Manufacturer narrative:
Device evaluation summary:the returned pump was subjected to external examinations, as well as, functional and electronics testing. The evaluation determined that a component was not operating normally. Based on the investigation, the reported event was confirmed.(B)(4)

Event description:
It was reported that the pump began to alarm during the storage in the distributor's inventory. When the pump was inquired the programmer displayed multiple error messages. There was no pt involvement as the issue occurred at the distributor's site. The pump was returned for eval.

Manufacturer narrative:
(B)(4).